Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found the alarm powered on, there was a chirp after 5 seconds, then there was a very faint sound, almost inaudible. When both sensor ports were tested there was a very faint and muffed sound. The fail safe feature did not sound when both of the sensors were unplugged. The alarm was tested a second time and initially there was no alarm sound. When the sensor was unplugged, the alarm began to sound and it stopped when pressure was put on the sensor pad. A third test found that the alarm powered on, but there was no sound. There is a small chip on the top left corner of the alarm. (B)(4).

Event description:
The customer reported that the alarm has power yet does not sound when weight is removed from the sensor and that the batteries have been replaced with a new supply. There is no visible damage to the outside of the alarm. There was no pt incident or injury reported.